Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023 and (B)(6) 2023, the patient was throwing up and in and out of consciousness. On (B)(6) 2023, the patient's neighbor called an ambulance and when they arrived at the hospital, the patient's bg was checked and it was 1400 mg/dl while the cgm was displaying low. The patient was treated with an insulin trip and IV fluids and discharged on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.